Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 7288 implantable cardioverter defibrillator 2005-(B)(6),  5076-52 implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead demonstrated a possible fracture with a spike in impedance and threshold. The lead now measured high impedance and high threshold. Non-sustained ventricular tachycardia was also noted. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. The save to disk primary finding noted the impedance trend on the right ventricular (rv) pacing lead was rising. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Max v-pace impedance steadily rises from an approximate baseline of 600 ohm the week ending (B)(4) 2012 to 1995 ohm the week ending (B)(4) 2013.